Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to vegetation on leads. This lead was explanted. In addition, the physician also performed angiovac procedure. There was no additional adverse patient effects reported.